Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having issues with the enlite sensors. The customer reports that the sensor base remains on the pedestal when serter is pulled away from the pedestal. The needle separated from the plastic part. The second sensor stopped working after 36 hours.the customer also stated there was a bent cannula. It was also stated that there may have been possible issues with the sensor base adhesive. No significant events leading to the sensor issues. The customer's blood glucose was unknown. The two sensors will be replaced. Nothing further reported.

Manufacturer narrative:
Two opened and or used missing needles. Complaint was against enlite serter.